Event description:
Upon entering the nursery thick clouds of black smoke were spewing out of the vaporizer (vicks, model v200). This device is a steam generator to help infants with congestion problems, among other uses. The vaporizer was still half full of water. Child was removed from the room and suffered no apparent injuries. Rptr has stopped operating the vaporizer. Date product purchased = 1/01.